Event description:
During mtc or surgery, anesthesia machine (ge) delivered significantly more volatile gas than was dialed into the machine. The machine would then alarm and turn the gas off. This happened five times with two different volatile anesthetic gases. Gas was turned off and a propofol gtt (tiva) started.